Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the clb is again experiencing problems with the filling of coagulation tubes in may."